Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks due to noise. Externalized conductors were observed under fluoroscopy and cine. The lead was capped and replaced.